Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the problem was confirmed and the cause for this condition was assigned to multiple images on the main display.

Event description:
The facility reported a colleague infusion pump with the reported condition of a defective display. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 with 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a defective display was confirmed and reproduced during evaluation. The assignable cause could not be identified. The main display was replaced to fix the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.